Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a physician to our local affiliate (B)(4). This case involves a female, patient, (age nos), who received three applications of poly-l-lactic acid (sculptra) in 2007. She received these applications in the nasogenian fold. Relevant medical history and concomitant medication information were not mentioned. Sometime in 2008, the patient presented with palpable nodules at the site of injection. The reporter stated that no treatment was provided, as the patient has not returned for a consultation. Event outcome is unknown.

Manufacturer narrative:
Reporter's causality assessment: not provided. Addendum for follow-up information received on 11-jun-08: (B)(4) revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.